Event description:
It was reported that a spectrum pump's keypad was not functioning properly. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Improper keypad function was confirmed and was determined to be caused by a failed keypad. It was observed that the #5-#9 keys are inoperable, and when any remaining functional keys are selected, an automatic output of the #6 key will occur following the selected key's function (e.g. When the #6 key is pressed 16 will be displayed. When an alphabetic mode and the abc key is selected, ap will be displayed interfacing with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further the report event.